Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019 at 6:00 p.m., customer received a sensor scan result of "hi" (readings greater than 500 mg/dl). At 6:45 p.m., customer experienced dizziness and lost consciousness and was treated with glucagon injection by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2019 at 6:00 p.m., customer received a sensor scan result of "hi" (readings greater than 500 mg/dl). At 6:45 p.m., customer experienced dizziness and lost consciousness and was treated with glucagon injection by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned, and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. A dhrs (device history review) for all freestyle libre sensor within expiration at the time of the complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. The manufacturer of (freestyle libre sensor) was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was conducted for the reported complaint and libre sensor showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.